Event description:
O2 tank not working correctly. Rn [redacted] and rt [respiratory therapist] identified that when connecting o2 tank, turning it on, it did not make a chirp sound even though the oxygen was coming out of spout. Oxygen replaced and patient transported safely thanks to staff.